Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Reprogramming changes were made, and device remains implanted.